Event description:
This was a left sided cardiac lead extraction performed in the ep lab to extract a total of 2 leads ((B)(4)) due to an acute pocket infection. The patient was prepared with an arterial line, fluoroscopy in use, tee and blood products available, and (B)(6) on call. The (B)(4) was successfully extracted manually using a stylet. The (B)(4) was prepared with a lld-ez and lasing began with a 14f sls ii. Progression stopped at the svc bend so the md upsized to the 16f sls ii without the outer sheath. Lasing progressed just beyond the svc bend and the patient's abp rapidly dropped from a baseline of 120. CPR was started, the (B)(6) was paged and the md attempted a pericardiocentesis, but was unsuccessful. Approximately 5 minutes after the initial pressure drop the (B)(6) arrived. Approximately 30 minutes after the initial pressure drop the (B)(6) performed a sternotomy noting a large svc/atrial junction tear. Unfortunately resuscitative efforts were unsuccessful and the patient expired in the ep lab. No device was returned for engineering inspection. There were no issues or nonconformances noted during an internal lot history review.